Event description:
It was reported that tip detachment occurred. The 100% stenosed, target lesion was located in the extremely tortuous and highly calcified right coronary artery. The opticross hd imaging catheter was introduced for lesion visualization. During removal of the device, the tip of the catheter broke off. The detached tip was trapped with a guidezilla guide extension catheter and removed from the patient. The procedure was successful and the patient went home the next day without any complications.

Manufacturer narrative:
B3 date of event estimated based on aware date. The device was returned for analysis. Visual inspection revealed no damage to the distal tip or guidewire exit port assembly, and detachment of the imaging window at the lapjoint section. Microscopic inspection revealed exit port deformation.

Manufacturer narrative:
Date of event estimated based on aware date.

Event description:
It was reported that tip detachment occurred. The 100% stenosed, target lesion was located in the extremely tortuous and highly calcified right coronary artery where stents had been previously implanted. The opticross hd imaging catheter was introduced for lesion visualization. During removal of the device, the tip of the catheter broke off. The detached tip was trapped with a guidezilla guide extension catheter and removed from the patient. The procedure was successful and the patient went home the next day without any complications.